Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The customer requested a service, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that both the covers of the device were broken. The device was also found to not be calibrated correctly and had inadequate flow. The irreparable cover was replaced, pressure mechanism re-adjusted, a mechanical upgrade performed, and the device was newly calibrated, tested and found to be working according to specifications. User mishandling is the most probable root cause for the physical damage to the covers. The physical damage to the device would have caused it to not function as intended as intended by the customer. This serialized device (serial : (B)(4) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via mail that pre-operatively, it unknown what happened to the fms duo pump. It is unknown the outcome of the event, outcome to the patient and user. There was no surgery involved.